Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented a leak around a non-bsc device, which is consider off label use. Physician noted and complained about excessive leaking around the non-bsc catheter when performing post mapping after pfa with farawave. Complaint sheath was used to complete the procedure. No patient complication occurred. The sheath was returned for analysis.

Manufacturer narrative:
H6: device codes- corrected as the off-label use is associated with the farawave catheter as opposed to the faradrive sheath. Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the handle of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that the valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented a leak around a non-bsc device, which is consider off label use. Physician noted and complained about excessive leaking around the non-bsc catheter when performing post mapping after pfa with farawave. Complaint sheath was used to complete the procedure. No patient complication occurred. The sheath is expected to be returned.